Event description:
The customer received a blood glucose reading of 119mg/dl from the doctor, retested on the contour meter and received 275mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.